Event description:
The customer reported that while the unit was in use on a pt, the unit's monitor display scrambled and turned an amber color intermittently when the display was folded closed (like a laptop) or tapped. The pt was switched to another unit and therapy was continued. No pt injury was reported.